Event description:
It was reported that the patient presented for an implant procedure. After fixating the leadless pacemaker during the procedure, it would not release from the delivery catheter. An attempt was made to re-dock the device, but it was unsuccessful. Ultimately, the whole delivery system was counter-rotated to un-fixate the device. The device was not retrieved, and the procedure was abandoned. The patient was in stable condition.